Manufacturer narrative:
The reported events were micro-dislodgement, loss of capture, and unable to extend helix. As received, a complete lead was returned in one piece. The reported event of unable to extend helix was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was overtorqued consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead,and applying torque directly to the inner coil, the helix was able to extend and retract. The measured helix extension length was within specification. The cause of the reported event of unable to extend helix was isolated to the helix clogged with blood/tissue and overtorqued inner coil. The reported event of loss of capture was not confirmed. Visual examination of the lead did not find any anomalies. X-ray examination of the lead did not find any indication of conductor fractures. Electrical testing of the lead found an internal short due to the overtorqued inner coil in the connector region consistent with procedural damage.

Event description:
It was reported that during a follow up in clinic, increase in capture threshold was noted on the right ventricle (rv) lead. Diagnostic imaging was performed and no macro-dislodgment was observed. The physician suspected micro-dislodgement of the rv lead. A revision procedure was performed and repositioning of the rv lead was attempted but unsuccessful as the helix was no longer able to extend, suspected to be due to procedural damage. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.